Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported a low blood glucose event. Customer stated that the insulin pump had delivered all of the insulin. Customer went into a coma. The paramedics were called to the scene. The blood glucose reading was below 20 mg/dl. Customer treated with glucose tablets. Customer was not taken to the hospital. The current blood glucose reading is 263 mg/dl. Customer may have overtreated the blood glucose due to incorrect blood glucose meter readings. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.